Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the knob test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the m3535a mrx indicating that after performing the daily verification test, it signals a failed test on the selection knob, therefore the knob test failed. The device was outside of use. Results of functional testing following telephone conversations with the customer, the functional verification test was re-run and was successfully passed, no additional troubleshooting steps were required. The device remains at the customer site. The investigation concludes that no further action is required at this time.